Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: the patient had the central line insitu. The primary nurse noticed bleeding from what appeared to be the insertion site. The physician was notified. Peripheral access was establish to stop using the line. The primary physician went to inspect the bleeding source and it was noted the bleeding appeared to be coming from the line itself. The line was removed and the line was leaking from the inferior aspect of the hub which sits just outside of the insertion itself. The line was quarantined and no adverse events were noted on the patient. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The lot number of the device was identified as 13f21h0444. A device history record review was performed on that lot number, and no relevant findings were identified.

Event description:
The complaint is reported as: the patient had the central line insitu. The primary nurse noticed bleeding from what appeared to be the insertion site. The physician was notified. Peripheral access was establish to stop using the line. The primary physician went to inspect the bleeding source and it was noted the bleeding appeared to be coming from the line itself. The line was removed and the line was leaking from the inferior aspect of the hub which sits just outside of the insertion itself. The line was quarantined and no adverse events were noted on the patient. The patient's condition is reported as fine.

Event description:
The complaint is reported as: the patient had the central line insitu. The primary nurse noticed bleeding from what appeared to be the insertion site. The physician was notified. Peripheral access was establish to stop using the line. The primary physician went to inspect the bleeding source and it was noted the bleeding appeared to be coming from the line itself. The line was removed and the line was leaking from the inferior aspect of the hub which sits just outside of the insertion itself. The line was quarantined and no adverse events were noted on the patient. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).